Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device. The patient reports having purulent discharge at the pod infusion site. In addition the patient reports having a temperature of 101. The patients reported blood glucose level had rose to 400 mg/dl. The patient removed the pod and applied a pod at another infusion site prior to going to their doctor. Once at the doctors office the patient was treated with a shot of rocephin. The patient was prescribed clindamycin. The patients doctor had them go to the hospital after this appointment. Once at the hospital the patient was diagnosed with an abscess. The patient had the infusion site lanced and drained. The patient had a wound vacuum device applied to the infusion site. The patient was treated with intravenous cefepime and linezolid. The patient was prescribed cefalexin (1000 mg) to be taken for 7 days. After the patients hospitalization the patient followed up with wound care. At would care the patients wound vacuum device was removed. The patients would was packed with colloidal silver. The patients would culture came back as methicillin sensitive staphylococcus aureus.